Event description:
The customer reported that the ventilator alarmed with blower temperature high alarm. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned blower assembly shows that the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.